Event description:
It was reported that the remote monitor was unable to transmit. The phone company did check the home lines and said that it was the modem on the monitor. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the monitor would not power up using the returned power supply and the monitor would not start an interrogation of a device. It was also noted that modem testing failed, however a root cause of this could not be determined due to a serious component burn.